Manufacturer narrative:
(B)(4) date sent: 11/5/2020 d4: batch # u94g93 investigation summary the analysis results found that the el5ml device was returned along with the tyvek, the blister was not returned for analysis. Upon visual inspection of the tyvek, it was observed that a piece of blister was broken and still adhered to it. Due to the damages found on the blister, a possible cause for this condition is improper handling during transit or storage. It appears that the package hit a hard surface, and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. The information provided is compiled, monitored, and reviewed on a routine basis for any associated trends. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch#: unknown. A manufacturing record evaluation was performed for the finished devicel ot number and no non-conformances were identified.

Event description:
It was reported that the account received a single use clip applier and the clear plastic packaging was torn. No patient contact.